Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting during preventative maintenance the devices flow sensor testing failed and would not remain in standby. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed the reported problem. The customer verified that at 0 pressure and flow that the unit reads an avg air of -1.4 lpm. The rse advised customer to perform the flow testing per the pvt procedure and to replace the flow sensor if out of specifications. The customer replaced the flow sensor to resolve reported problem. The unit passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
G4:02feb2021; b4:10feb2021. H11: b5: the customer called into technical support (ts) reporting that the device¿s flow sensor testing failed and would not remain in standby. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.